Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2007 and mesh was implanted. On (B)(6) 2023, the patient was referred for bulking treatment. In the left side of the bladder neck, the doctor can see the mesh from the previous operation. The patient was informed about vaginal removal of the mesh and agreement was made on no bulking treatment. On (B)(6) 2023, removal of the concrement or foreign body from urethra. The sling eroded into the proximal part of the urethra in left side. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh successfully excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.